Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the observed gripper line break. However, a conclusive cause for the gripper line break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) was used to implant the mitraclips within the mitral valve. While grasping attempts with the mitraclip xtw, the anterior gripper became stuck. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A different mitraclip was selected and implanted successfully. Two additional mitraclips were implanted and the procedure was discontinued. The final mr was grade <1.

Manufacturer narrative:
Pending device return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.